Event description:
A user facility reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The event resulted in approximately 300 ml of blood loss. The blood leak was external and confirmed to be visually observed. A pool of blood was discovered in front of the hd machine, next to the patient¿s bed. Photos of the leak were provided for review. The leak was reportedly coming from the pressure dome. No machine alarms were triggered. There was no reported serious injury or harm due to the blood loss. The kit had been in use for less than 24 hours (exact length of time not reported). The blood remaining in the circuit was able to be returned to the patient. The treatment was not resumed immediately because the patient was sent to the operating room the morning of the event. The treatment was resumed upon their return from the operating room. The sample was not available to be returned for evaluation. No further event details were provided.

Manufacturer narrative:
Plant investigation: the actual sample was not available for evaluation. However, a sample examination was performed on the retention samples. The samples were visually inspected for component defects, assembly failures, and conformity with product specifications. The samples were then subjected to leakage testing where air/liquid pressure was applied to test for leaks. No failures were detected during the testing. A review of the batch production records was performed, and the results were determined to be conforming. No non-conformities were observed during the manufacturing process. The described situation was confirmed to be adequately addressed in the instructions for use (IFU). The reported complaint has been acknowledged; however, a definitive conclusion for the reported failure could not be determined without physical examination of the actual sample. Based on the provided complaint description, there are several possible causes. There could have been a component defect related to raw material (the pressure dome), or there could have been an assembly failure between the tubes and pressure dome. The failure also could have been due to the user handling process (improper connection of the pressure dome to the machine). This list of possible causes is not exhaustive. The production department has been informed of the defect.